Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted left nipple areolar skin sparing mastectomy with sentinel lymph node biopsy for malignancy and breast reconstruction with deep inferior epigastric perforator (diep) flap, the patient required an unspecified revision procedure. The procedure was completed robotically, and a drain was placed. On post-operative day 1, fluid described as bloody was emptied from the drain and venous congestion was observed in the diep flap. The patient required an unspecified revision procedure that was performed to the trunk of the pedicle flap. The patient was discharged from the hospital on post-operative day 6 and is recovering well as of post-operative day 14. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.